Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7097399 / 7097639.

Event description:
It was reported that the patient had an aborted implant procedure. The patient was having cardiac issues having a drop of heat rate. The physician believe it was not device related and the cause was unknown. The devices were disposed by the facility.